Manufacturer narrative:
(B)(4). The reported issue was not confirmed as there were no photographs or sample received from the customer. The device history record was reviewed and there were no issues noted for the hemoconcentrator, tubing or assembly of the lines. The incoming raw material documentation was also reviewed for the tubing and hemoconcentrator and no discrepancies were noted. Per the cardiovascular procedure kit IFU section 7, the user is directed to: ¿inspect all connections for leaks of any kind, fluid or gas, from inside the circuit to outside, or vice versa. Tie-band and tighten all connections in the circuit...¿ all available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported the during a blood prime of the hemoconcentrator there was a leak between the tubing and inlet of the pediactric hemoconcentrator 1zz*hc05sa. Per the report the product was not changed out, instead a cable tie was added to the connection and it was used throughout the case. There was an estimated blood loss of 1 ml of the banked blood. There was no delay in the case, no patient injury and the surgery was successful.